Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) was showing post paced t wave over-sensing. No interventions were reported. The patient was asymptomatic.

Manufacturer narrative:
Additional information: update to h6 codes for unexpected medical intervention.

Event description:
New information notes programming changes were made.

Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) was showing post paced t wave over-sensing. No interventions were reported. The patient was asymptomatic.